Manufacturer narrative:
100% inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed per standard operating procedures and inspections and have met all criteria for release. The device cannot be returned. Based on the information provided, the risk assessment for the lucia 3-piece product, and our experience, we have determined that the following factors may have caused or contributed to the reported issue: the uncooperative behavior of the patient during the procedure introduced an unexpected variable that disrupted the surgical process. This sudden movement likely created challenges for the surgeon in maintaining control and precision during the implantation, which ultimately led to the decision to abort the procedure to ensure patient safety. The need to cut the lens into pieces for removal and the subsequent aphakic state of the patient highlights the complexity and difficulty of managing intraoperative disruptions. While the lucia 3-piece lens is designed for controlled implantation, unanticipated patient movements can compromise surgical outcomes and require swift adjustments by the surgeon to mitigate risk and prevent further complications.

Event description:
It was reported that the patient became uncooperative during the surgery before the CT lucia 602 iol (intraocular lens) was secured, therefore the surgeon had to remove the iol and close the eye.